Event description:
The customer reported that the system has a black bar on the left monitor and that only half of the fluoro image can be seen.

Manufacturer narrative:
(B) (4). The ge service rep could not verify the reported problem. He performed the assembly checks on the system, reseated the workstation pcb's and molex connectors, reseated the pcb connectors to monitors, and cleaned the dust from the circuit boards. The system is operating as intended. (B) (4)